Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy. Multiple follow ups were made to obtain additional information, however, a response was not received.